Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc. Implant date - (B)(6) 2011. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. However, this issue has been noted on previous complaints and an internal corrective action has been opened to address this issue.

Event description:
It was reported that during a trochanteric fixation nail case, the surgeon was implanting the nail, and the helical blade was not advancing. He discovered that the set screw in the nail was already seated. The surgeon removed the blade with the removal instrument, backed the setscrew out, and reinserted the blade. There were no further complications and the nail was successfully implanted. Surgery time was extended by 10 - 15 minutes. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.